Event description:
It was reported that the 9800 system had poor, distorted image quality. Also there was a collimator iris stuck error message and the contrast and brightness were incorrect. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator setting were adjusted and the contrast and brightness were reset during the svc call. The system was tested, and found to be working as intended, and put back into svc.